Manufacturer narrative:
The device should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's mother wrote on med-el (B)(4) that when there is a short in the coil cable of her daughter's device, the external magnet in the coil becomes hot enough to burn her skin. Despite several attempts, the pt's mother could not yet be contacted to confirm this allegation. On an initial communication with the pt's father, this allegation was not mentioned. Concerned device is expected for technical eval.